Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery alarm. The customer experienced high blood glucose was in 600 mg/dl at the time of incident and current blood glucose was 400 mg/dl. Customer reports alarm did not occur during manual prime. The customer reported that the no delivery alarm was resolved by changing reservoir and infusion set. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.